Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had sounded an audible alert due to a out of range / low pacing impedance on the right ventricular (rv) lead. It was also noted that the r-waves had diminished and it was thought there may be a possible "micro perforation." The patient had reported minor chest pain and an x-ray indicated a pleural effusion. A lead revision procedure was completed. The rv lead was repositioned to a more desired apico-septal position. The lead remains in use. No further patient complications have been reported as a result of this event.